Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was discovered after the completion of the case that the hip end effector had stripped screws and metal filings were noticed.

Manufacturer narrative:
Reported event: customer reported that the hip end effector # 206967 at (B)(6) hospital has some stripped screw. Device evaluation and results: device evaluation was performed and the variable hip end effector event was not confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 01-08-2015 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19050914, RMA #: 227327. Conclusions: the exact cause of the event was: the device was tested with the mating component and the screws work as designed. There are no signs indicated that the screws of the variable hip end effector in question are stripped. The inspection record for the device mentioned in the device history review indicates that the hip end effector was in tolerance. The issue could not be duplicated. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #760 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was discovered after the completion of the case that the hip end effector had stripped screws and metal filings were noticed.